Event description:
It was reported the lead was dislodged and the helix was over-extended, with multiple inappropriate shocks. The lead was explanted. No patient complications have been reported as a result of this event.